Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log found primary audible alarm. Functional testing was unable to duplicate the primary audible alarm bgnd during occlusion test and audio test. The investigation found no evidence of a hardware issue that could contribute to the reported issue. No repair was needed due to no problem being found on the speaker and occlusion test.

Event description:
It was reported that the device overheated. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.